Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 51 mg/dl. Customer address low bg by consuming carbohydrates. Customer reverted to a manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.